Manufacturer narrative:
Occupation: reporter is a synthes employee. Part number:323.202, synthes lot number: 4994517, supplier lot number: n/a, release to warehouse date: may 11, 2005, expiration date: n/a, manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. During a routine incoming inspection of the loaner set at the field service location (fsl) it was observed that the universal drill guide was broken. The repair technician reported the spring is missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: compression spring. The item was repaired per the inspection sheet, passed synthes final inspection on september 15, 2020 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of the loaner set at the field service location, it was observed that the universal drill guide was broken. There was no patient involvement. This report involves one (1) 2.4mm universal drill guide. This is report 1 of 1 for (B)(4).